Manufacturer narrative:
Product likely failed due to misuse, ¿overall appearance of the fracture surface indicates torsional overload fracture¿ and/or not inspected for wear and disfigurement and prior to use, which may have prevented the use of the instrument and its failure. Corrected data: not labeled for single use as previously reported. Review of device history records did not occur.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-08107 / -08108 / -08109 /-08110).

Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2014. During the procedure, the comprehensive flexible drill shaft and hybrid glenoid drill fractured while drilling the glenoid surface. Surgeon noted the fractures to likely be due to the patient's bone quality. The rubber washer of the adaptor was also damaged. Additionally while inserting the pin, the pin stuck in the patient's bone. The pin was removed from the patient and a five hour delay occurred during the procedure.